Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had missing end cap sticker and scratched display window.

Event description:
It was reported that the customer's blood glucose was corrected with an insulin drip in the hospital. The blood glucose reading was 748mg/dl. The caller believes that it could be the reservoirs, but she was not sure. The mother mentioned that there is an issue with the battery cap, but she did not have the device at time of call and requested a replacement. No further information was provided.